Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded.

Event description:
It was reported by the facility that the patient presented with a broviac with a bubble in the line distal to the insertion site and unable to use per patient's dad and nurse in ER. The bubble or possible break appeared to have closed the exit site for the repair.